Event description:
It was reported that incision was enlarged during a procedure. The surgeon stated that the haptic was fine upon opening package, however, he observed broken haptic while inserting the intraocular lens (iol) into the right eye. No vitrectomy was performed. There was no patient adverse effect or injury. The intraocular lens was removed and replaced with the same model and diopter. The patient is reported to be doing great. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The sample was returned to the manufacturer. One lens haptic was observed damaged and/or broken. The returned sample was inspected at 10x microscope magnification. Evidence of viscoelastic residues was detected in the lens optic zone indicating the device was handled and prepared for surgical use. In manufacturing, lenses are 100% cleaned and inspected at 10x magnification for cosmetic defects including haptic defects. Any defects on the lenses that do not meet the criteria specifications are rejected. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.